Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event where the infusion set tubing came apart during sleeping on (B)(6) 2025 resulting in diabetic ketoacidosis. The site of location was right buttocks. The site of detachment was quick release. The infusion set was in use for two days. No further information available.